Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 4.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but after following the standard procedure to inflate the balloon, the balloon cannot be inflated. The device was removed and found that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The device was separated between the end of the hub and the molded strain relief. The balloon was tightly folded, with no blood or contrast on the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the coronary artery. A 4.0mm x 15mm quantum¿ maverick¿ balloon catheter was advanced to dilate the lesion but after following the standard procedure to inflate the balloon, the balloon cannot be inflated. The device was removed and found that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.